Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.(bathroom) based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer's expected fasting blood glucose test result range is 85- 95 mg/dl. The product is not stored according to specification in the bathroom. The meter memory was reviewed for previous test result history (date / time not set): the 113mg/dl (B)(6) 2016 08:39:00 am fasting:no, the 112mg/dl (B)(6) 2016 08:37:00 am fasting:no, the 108mg/dl (B)(6) 2016 06:48:00 am fasting:yes, the 96mg/dl (B)(6) 2016 06:30:00 am fasting:yes, the 134mg/dl (B)(6) 2016 09:06:00 am fasting:no. Customer calling concern with the results the meter has been giving. Customer states that he thinks the meter is giving low blood results. Customer states that he went to get a physical done on (B)(6) 2016 and got 135mg/dl fasting blood test. Customer states that his a1c test was a 6.7 and fasting glucose show 137mg/dl from the report that was giving to him from the dr. Customer states that the meter has been giving results in the 85/90/mg/dl occasionally the results will go over 100mg/dl. Customer is not taking any medications for his diabetes. Customer states that his normal glucose range is 85/95mg/dl and he only test once a day. Customer states that he was concern because he got 135mg/dl from the dr. Office.